Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
The previously filed MDR should have an aware date of 2014-07-04.

Event description:
Additional information reported that the initial infection was at the pump incision, that got mildly infected. The patient had been put on antibiotics and recovered without issue. The manufacture representative spoke with the physician on (B)(6) 2014 and he stated that the patient's pump incision was initially suspected again for infection when the patient was admitted to the hospital but that was not the case. The patient had an infection on their hand, in their mouth and other areas; the pump incision was fine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Event description:
It was reported the patient¿s pump was implanted in early july and the patient was sent home the next day after implant and ¿it was still a little bit red and the next morning it was really big and pink.¿ the area was outlined to see if it was going to get any bigger and ¿it just kept getting pinker and pinker.¿ the family talked to the hcp and he said go ahead to the hospital. This occurred three times and ¿we are praying the pump stays in.¿ it was noted, ¿then it got infected¿ so the patient went back in for a week and they sent her home again, was home for a couple of days, and ¿it got re-infected.¿ the patient was running a fever ¿so they took her back in.¿ the patient had been in the hospital since that time. The patient was noted to be in the hospital this time. All three times the patient was in the hospital was within the last month. The hcp had been increasing ¿little doses¿ at a time until they ¿could get somewhere, but with the infection that¿s hard for him to do.¿ the pump was being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.